Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stomach resection in a distal gastrectomy open procedure, the knife did not advance even if tried firing forcibly. Another reload was used to complete case. There was no patient injury.